Event description:
Patient receiving cefazolin 2000mg in 100ml every six hours in the home via eclipse elastomeric infusion device 200ml/hr. Caregiver reports device leaked making it unusable. Caregiver was unable to determine exact point where leak occurred. Device was intact at time of preparation and clamp on tubing was secure.